Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Multiple medwatch reports have been submitted for this patient. Refer to manufacturer report # 1030489-2013-04884 and 1030489-2013-04880 for further details.

Event description:
It was reported that the patient had a series of surgeries basically developing adjacent alteration. After each and every surgery, she did really quite well for many years but eventually developed adjacent level. The patient presented with leg pain, back pain, and inability to ambulate distances. The patient was diagnosed with three adjacent level spinal stenosis at l1-2. The patient underwent hardware removal at l2-3 and fusion exploration at l2-3. The fusion at l2-3 was found to be solid. The patient also underwent decompression at l1-2, bilateral foraminotomies and re-fusion from t12 to l2 with re-instrumentation from t12 to l3 using local bone graft combined with allograft, rhbmp-2/acs and implantable spinal hardware. The bmp was tubulized bmp around the local bone graft from the laminotomy and around allograft, and this was placed from l1 down through l2 and then up across the junction over the lamina of t12 and transverse processes. There was a fair amount of bone graft material. No complications were reported during surgery. The patient tolerated the procedure well and was transferred to recovery in good condition. Reportedly, unspecified "post-operative period was marked by complications which included, painful medical treatment, extreme pain, nerve damage, nerve impingement and severe exuberant ectopic bone formation".